Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03064. It was reported that patient's cervical ipg was inoperable and had not been charged in several months. Ipg was unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post op.